Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. The logs were provided for review. Log review shows on 4/16/2025 and 1:13pm a pump power-on and at 1:19pm an infusion start of 41.67ml/hr and 1000ml. At 2:35pm with a volume infused to 53.12ml infusion was stopped and door was opened. At 2:36pm an infusion start and at 2:41pm new rate was set to 1041ml/hr. At 2:42pm new rate was set to 41.67ml/hr and at 4:23pm infusion was stopped with a volume infused to 134.31ml with no further infusions taking place that day. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "received patient on epoch 24-hr continuous chemo infusion at 41.67ml/hr. Upon assessing patient I noticed the amount of medication remaining in the bag was not enough to last until 1500 (the time the 24 hour bag should be complete). I informed pharmacy and notified the oncology team of my observation. We confirmed it was not a pharmacy issue since we verified that the bag was not over/under-filled by reviewing the documentation from the tech. I confirmed there were no leaks in the bag which could have contributed to the bag finishing 2-3 hours early. We believe the pump could be malfunctioning and that the bag is not infusing at the rate set on the pump. Upon completion of the bag of chemo, the pump was removed from the patients room and sent to biomed. Patient was assessed and it appears there was no harm to the patient".